Event description:
Report received from abbott international affiliate of an overdelivery. The report states: "overdelivery. 50mls should have been delivered. Approximately 200mls had gone from the bag. Pt developed heavy legs." There was no reported pt harm. There was no add'l info available.